Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during a routine history review, a power spike up to 17 was noted, with a speed of 7060. An echo was performed and patient's arterial line and blood pressure were pulsatile. The echo taken during the chest closure on implant showed the cannula pointed towards the lateral wall, so the flow may have been slightly impeded during systole. Waveforms were sent into the manufacturer for review and all appeared normal. A speed study showed continued low volume and low power which led the team to believe that there maybe an obstruction of flow. A few days later, a pump exchange from one lvad to another lvad took place and the patient is doing well.